Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that angina occurred. On (B)(6) 2021, the patient presented with unstable angina. Heparin or antithrombotic medication were administered at the time of index procedure. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 325 mg of aspirin was given prior to the procedure. The target lesion was located at ramus and was 14 mm long with a reference vessel diameter of 2.5 mm. The target lesion was predilated with a 2.75 mm x 15 mm balloon. Following pre-dilation, the lesion was successfully treated with a 2.50 mm x 20 mm agent dcb device with 10% residual stenosis and timi flow 3. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2022, unstable angina occurred and the ramus was successfully treated with a 2.50 mm x 20 mm synergy xd drug eluting stent.